Event description:
Alert: rv lead integrity warning on (B)(6) 2021. 2 or more high rate-ns episodes less than 220 ms. Sensing integrity counter greater than or equal to 30 in 3 days, short v-v intervals 19745 prior to the last check on(B)(6)there was t wave oversening noted .. Lead manufactured by boston scientific. Case: (B)(4) / sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).